Event description:
As reported, approximately 6 months post sapien xt implantation, the patient presented with significant paravalvular leak (pvl). Explant procedure notes revealed that the top of the stent of the previously placed sapien xt was 3-5mm above the level of the aortic annulus with about 60% of the valve below level of the annulus. This was explanted. The native aortic valve was moderately calcified and trilelaflet. This valve was excised and after the annulus was decalcified, a 23mm carpentier edwards valve was sutured in place. The patient tolerated the procedure well and was brought for post operative management care in stable condition on a small amount of inotropic support. Review of medical records revealed the original implant with a 23mm sapien xt valve was successful with no complications. Follow-up tee noted the ejection fraction (ef) was 55% to 60% with a mean gradient of 10mmhg and peak gradient of 21mmhg and moderate aortic regurgitation (ar).

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 6 months post procedure cannot be determined; however, patient factors (cad, htn), procedural factors, or cardiac remodeling could be contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.